Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the medsun report 4400150000-2024-8008 related to this complaint was received on 26-feb-2024. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00137, 3008114965-2024-00138, 3008114965-2024-00139, 3008114965-2024-00140, 3008114965-2024-00141, and 3008114965-2024-00142. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received 06-mar-2024. [Additional information]: on 06-mar-2024, a response was received from the cerenovus representative regarding the any thought from the physician on why these failures occurred. Per the response, ¿the account had several failures over the course of two weeks and felt it warranted a submission. Speaking with the physician, he felt having a bend proximal in the system contributed to the failure.¿ updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00137, 3008114965-2024-00138, 3008114965-2024-00139, 3008114965-2024-00140, 3008114965-2024-00141, and 3008114965-2024-00142. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting the left middle meningeal artery (mma), the physician attempted to place five (5) coils via a straight sl-10® microcatheter (stryker) with the cerepak tm mechanical detachment handle (mdh1 / 101456956) with the last of the five coils via manual break. It was reported that all five coils failed to detach. The physician decided to use orbit galaxy coils using the same straight sl-10 microcatheter with success. The following four (4) coils were used with the mechanical detachment handle: a 3.5mm x 5cm cerepak freeform xtrasoft (xcr123505 / 31146338), a 2mm x 8cm cerepak heliform xsft (xhe120208 / 31077168), a 2.5mm x 3.5cm cerepak freeform xtrasoft (xcr122535 / 31140719), and another 2mm x 8cm cerepak heliform xsft (xhe120208 / 31077168). The fifth coil that failed to detach via manual break was a 2mm x 6cm cerepak freeform mini (mcr092060 / 31112710). None of the coils were observed stretched when they were removed. All five coils were still attached to their respective delivery systems when they were removed from the patient. There was no delay in the procedure as a result of the reported issue. There was no negative patient impact. The cerepak detachment handle is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (101456956) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00137, 3008114965-2024-00138, 3008114965-2024-00139, 3008114965-2024-00140, 3008114965-2024-00141, and 3008114965-2024-00142. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.